Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2016-00049. Per the field service representative (fsr), the user facility¿s biomedical engineer (biomed) verified and confirmed the reported issue with overnight testing of the cooler heater unit (compressor was running but the unit does not make an ice block). The cost of repairs exceeds the value of the cooler heater. This unit will be retired and scrapped, as the customer has another manufacturer's unit to replace it. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity (routine user maintenance), the cooler heater unit was left on overnight with the compressor running but there was no ice block in the morning. There was no patient involvement.